Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance reading were all normal. X-ray showed no anomaly. As such, surgical intervention took place, during which it was noted that the patient felt therapy/coverage when connecting the lead directly to the ipg. Patient did not feel therapy when the extension was connected to the lead-ipg although the impedance reading were fine. In turn, the extension was explanted and the lead was directly connected to the ipg. Reportedly, therapy is working fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of ineffective therapy was confirmed. As received, x-ray inspection showed the returned lead found some wires being broken 7cm from header. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.